Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue. The reported issue occurred in a spinal fusion.

Manufacturer narrative:
The relay of the imaging system was returned to the manufacturer for evaluation. Visual inspection noted that two contacts on the relay had visible evidence of electrical overstress.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was not completing the x-ray portion of self testing. It was reported that the ps1 was not receiving power from the k1 relays on the imaging system. It was reported that the representative returned to the site and replaced the k1 relay and power supply board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay and power supply board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the x-ray selftest was not being completed by the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The power supply board for the imaging system was returned to the manufacturer for evaluation. Testing found that a capacitor was removed from the board, preventing functional testing.